Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. And e.1. The manufacturer internal reference number is: (B)(4).

Event description:
The stent shortening was done and retention rings were not visible after the intervention in the anterior chamber.

Manufacturer narrative:
The photo shows a vial with a trimmed piece of stent, the reported harms could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a stent was received in a vial. The trimmed stent was visually inspected and damage consistent with trimming was observed. The stent piece had the proximal collar and three retention rings with a jagged cut behind the third ring and was covered in surgical debris. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after implantation of an glaucoma filtration device, the patient experienced recurrent erosions in corneal decompensation with endothelial number reduction. Additional information was requested and received stating that the stent was placed correctly and the cut placed was superior, temporal, 0-360° was 10 o'clock, 2 o'clock. The endothelial cell count per mm2 was 707 at the time of diagnosis on (B)(6) 2019. The patient was hospitalized due to it and surgical and medical intervention (dexagent) was provided.